Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump module was programmed to infuse hydromorphone (dilaudid) but that the infusion had completed sooner than expected. There was patient involvement but impact is unknown. Although requested, further patient information was not provided.

Event description:
It was reported that the pump module was programmed to infuse hydromorphone (dilaudid) but that the infusion had completed sooner than expected. There was patient involvement but impact is unknown. Although requested, further patient information was not provided.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.